Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic experiencing palpitations. Upon device interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was fine post procedure.